Event description:
It was reported during a follow-up in clinic, high pacing impedance was noted on the right atrial (ra) lead. X-ray imaging was performed and confirmed dislodgement of the ra lead. During the revision procedure, the suture sleeve was noted to be loose which was the suspected root cause of the dislodgement. The ra lead was repositioned successfully. The patient was stable.